Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with generator with version 4.0.0 + 4.1.0. The customer states unit gives an error. The temperature of the catheter increased spontaneously. The unit was turned off and on multiple times, but the problem wasn't solved.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.